Event description:
It was reported when pre-flushing, the operator found the transparent lumen of extension tube was damaged and leaked liquids. The device was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the extension tubing is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong nxt connector assembly was provided for evaluation. The device is shown to be fully assembled and outside of patient use. The extension tubing is being manipulation and bent in order to show the damaged region. The extension tubing is damaged near the distal end. The damage is angled and a portion of the extension tubing appears to be missing. The surface characteristics are not clearly visible from the image provided. Based on the angle of the damage, possible contributing factors include instrument damage; however, the source of the damage remains unknown. A lot history review (lhr) of recp1642 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recp1642 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when pre-flushing, the operator found the transparent lumen of extension tube was damaged and leaked liquids. The device was not used on a patient.